Event description:
It was reported that the device had unexpected longevity. The customer expected increased longevity. The device was explanted and replaced. Patient is participating in rem hf study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 92% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.